Event description:
A permanent crown cement was defective, and did not harden properly. Crowns will fail due to faulty cement.pt will need add'l injections of local anesthetec, and need extensive dentistry to correct problem. Co does not seem to understand the seriousness of the problem. As of today, the dental consultant from dentsply, had not tested the cement. The co was notified of the problem on 9/10/97. The rptr feel the lot in question should be immediately be recalled.